Manufacturer narrative:
The customer reported noting unexpected alarm behavior after new mp50 ipm bedside monitors were put into place as part of an interim solution provided by philips field personnel. The devices were installed with alarm configured for audible non-latched behavior, which the customer was unfamiliar with. This lead to alarms occurring that stopped unexpectedly and did not store consistently in alarm review. The issue was determined by the support team to be normal device behavior which was reproduced onsite during testing of the equipment. The monitors were reconfigured with audible latched alarms and the staff were instructed regarding the changes in alarm behavior. Based on the available info, no further investigation or action was warranted. The devices were functioning as designed, as intended and as described in the labeling instructions for use (IFU). No additional investigation or reporting is warranted for the monitors at this customer site. (B) (4).

Event description:
The customer reported noting unexpected alarm behavior after new mp50 ipm bedside monitors were put into place. The alarms were stopping with no staff intervention.